Manufacturer narrative:
Different vascular healing patterns with various drug-eluting stents in primary percutaneous coronary intervention for st-segment elevation myocardial infarction: optical coherence tomographic findings the american journal of cardiology 2010 http://dx.doi.org/10.1016/j.amjcard.2009. Event date is when the journal article was available online 1-apr-10.

Event description:
The article describes a study which compares the vascular response to three different types of drug eluting stents, including endeavor sprint. Nineteen patients had an endeavor sprint drug eluting stent implanted mainly into the right rca to treat st-segment elevation by mi by pci. At nine months follow-up, thrombus was noted in one patient treated with endeavor sprint. The article states that uncovered and malapposed struts were more frequently observed in sess and pess than in zess suggesting that malapposition may have been observed in zes. It also states the percentage of uncovered and malapposed struts was lowest and the mean neointima thickness and percentage of neointima area were greatest in the zes group.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.